Event description:
It was reported that during an open colectomy procedure, the tyvek was lifted on the side and therefore the product was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Tyvek delamination. One package was returned for analysis. Tyvek lid was visually examined and evidence of tyvek delamination was confirmed. Tyvek delamination causes the package to be difficult to open. The package blister exhibited no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. It is likely that the appearance of the tyvek delamination which might look like the tyvek separating or "lifting" from the seal is the event reported. Based on the visual inspection of the package, it is not suspected that the package sterile barrier was in question. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique. Investigations have been conducted on this issue and documented. Complaint information will be included in complaint trending. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.